Manufacturer narrative:
This report is for one (1) unknown variable angle - locking compression plate (lcp) volar rim radius plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent removal of variable angle - locking compression plate (lcp) volar rim radius plate on an unknown date due to rupture of the tendon. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. This report is for one (1) unknown variable angle - locking compression plate (lcp) volar rim radius plate. This is report 1 of 2 for complaint (B)(4).